Event description:
A 31-yr-old male having CT scan of chest with contrast peformed. Technician did not remove contrast cartridge or tubing used for previous pt. Approx 100-125cc air injected intravenously. Pt developed sob, chest pain, coughing. O2 administered, taken to ER for evaluation. Discharged home after 90 mins observation.